Event description:
The customer contacted beckman coulter inc. (Bec) hotline to report wash buffer leak, which originated from the fluidics tray on the unicel dxc600i synchron access clinical system. No patient results were generated, no injury to the user was reported in association with this event. During trouble shooting with hotline, it was determined that the wash buffer reservoir receptacle was not fully locked onto the wash buffer reservoir and was allowing wash buffer to leak out of the reservoir receptacle seal. After trouble shooting was completed, the customer placed a new bottle of wash buffer on the instrument and no further leak was noted. Hotline confirmed that no further leaking occurred; hence, service was not dispatched. User error is the root cause of this event.

Manufacturer narrative:
(B)(4).